Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed with the returned system controller (serial # (B)(6). Electrical testing confirmed an opened/severed condition with a specific underlying wire upon manipulation near the strain relief of the black power cable. If this specific underlying wire were to become opened/severed, this would have resulted in the reported event. The area was dissected, and visual inspection did not reveal any compromised insulation on the underlying wires. The conductor breakdown appears to be related to wear and tear due to repetitive flexing during use. The finding is consistent with the data retrieved from the returned system controller, which captured intermittent low voltage advisory/power cable disconnect alarm events that occurs on the black power cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started experiencing low voltage alarms and they remained after changing clips and batteries. The log file confirmed the reported low voltage advisories. The alarms appear to be mainly associated with the black controller lead. Since the batteries and clips have been previously replaced this may indicate that the controller lead may be at fault. Technical services suggested that a controller swap be performed to further troubleshoot the issue.